Manufacturer narrative:
The reported event of an alert for possible high voltage circuit damage was verified via review of the device data. The cause of the event was due to low high voltage impedance. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-37962. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage circuit damage on the implantable cardioverter defibrillator (ICD). It was also noted that the low defibrillation impedance, no high voltage output and over current detection was noted on the right ventricular (rv)lead. The physician elected to explant and replace the ICD and the rv lead was left implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage circuit damage alert on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD lead. The patient was in stable condition.